Event description:
It was reported that the tip of the torque driver was broken during the procedure. All broken pieces were retrieved. No pt injury was reported.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. The pictures of the device taken post op confirmed the breakage of the device. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.